Event description:
Dealer states the display will not light up, chair drives.

Manufacturer narrative:
(B)(6) 2015 - should additional information become available, a supplemental record will be filed.